Manufacturer narrative:
It was reported that the o2 tank straps were ripped. The remote service engineer (rse) provided the customer with the part number to order replacement straps. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the o2 tank straps were ripped. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the o2 tank straps were ripped. The remote service engineer (rse) provided the customer with the part number to order replacement straps. The investigation is ongoing.